Manufacturer narrative:
Device is a combinatin product.

Event description:
It was reported that stent damage occurred. The 96% stenosed target lesion was located in the mid to distal end of the left anterior descending artery. A 24 x 2.50mm promus premier drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, it was noted that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.